Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient alleges the device was overheating. The patient alleged the humidifier was getting hot and the water in the tank "will easily drained". There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.